Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products and therapy dates: k-wire device, (B)(6) 2022. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being damaged/breaking the k-wire identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the quick coupling device was damaged/broke the k-wire device. It was further observed that the device would not hold the k-wire. It was further determined that the device failed pretest for check function of adjusting sleeve and check the tool coupling. It was noted in the service order that the pin pusher no longer accepted the small pin diameters and was not closing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.